Event description:
The (B)(6) pt underwent aaa repair on (B)(6) 2007. The physician did not place the ipsilateral leg because, the pt's right common iliac leg did not have enough landing space. (There was no endoleak). The physician placed another manufacturer's stent for proximal type I endoleak and it was resolved. He, also, did angiography and there was no endoleak. Since the aneurysm showed increasing trend, he followed up with CT. There was no endoleak. On (B)(6) 2010, the physician performed ballooning at the proximal neck. The angiography during procedure confirmed type ii endoleak at the lumber artery, but it did not contribute to increment of aneurysm. (Diameter of aneurysm 90mmx79mm). On (B)(6) 2010, the pt complained about pain in the lower back, was shocked for a while, and was being sent to the hospital. CT was being carried out and confirmed that the aneurysm was ruptured. The pt shocked again when admitted into the operation room. The physician performed angiography and recognized the endoleak at the main body, so he placed a main body extension. The endoleak was not resolved and he placed the additional main body extension graft and it was resolved. The pt did not recover from shock and died.

Manufacturer narrative:
(B)(4). Death is labeled in the provided IFU. Endoleaks are labeled in the provided IFU. Event is under investigation.